Event description:
Event description boston scientific received information from the patient with this device that their device is not functioning properly. There was no indication of a patient injury and the device remains implanted. The patient also expressed dissatisfaction with the physicians who attended the implant procedure.